Manufacturer narrative:
Device b. D5,6;h4: info not available, device not returned for analysis.

Event description:
It was reported that a tsb35 was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the device broke (jaws) and does not fire.